Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. The customer blood glucose level was 20 mg/dl at the time of incident and the current blood glucose level was 193 mg/dl. Customer was not wearing sensor at time of event and would not have been in auto mode. Customer stated that tape was not sticking. The insulin pump will not be return for analysis.